Manufacturer narrative:
Section d4: device serial number requested but not provided. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that low power hazard and power cable disconnect alarms that progress to no external power alarms were captured while connected to a mobile power unit. The relative state of charge and bus voltages drop was consistent with an interruption of ac power to the system. Similarly, on (B)(6) 2025, 13:17:04 - 13:17:07, low power hazard and power cable disconnect alarms were captured also while connected to a mobile power unit and consistent with an interruption to ac power. During these events, the backup battery functioned as intended and supported the pump without interruption.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external power events when connected to the mobile power unit was confirmed via log files. On (B)(6) 2025, 13:16:57 - 13:17:03, low power hazard and power cable disconnect alarms that progress to no external power alarms are captured. These alarms were captured while connected to a mobile power unit. The relative state of charge and bus voltages drop consistent with an interruption of ac power to the system. Similarly, on (B)(6) 2025, 13:17:04 - 13:17:07, low power hazard and power cable disconnect alarms are captured also while connected to a mobile power unit and consistent with an interruption to ac power. During these events, the backup battery functioned as intended and supported the pump without interruption. The driveline was disconnected on (B)(6) 2025, 19:11:38, consistent with the reported controller exchange. There were no other notable alarms active. The root cause of the reported event could not be conclusively determined during this investigation. The device history records were reviewed and the records revealed no deviations from manufacturing and qa specifications. The heartmate 3 left ventricular assist device (lvas) instructions for use (IFU), rev. D and the heartmate 3 patient handbook, rev. A are currently available. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 lvas instructions for use section 3 entitled ¿powering the system¿ and the heartmate 3 patient handbook section 3 entitled ¿powering the system¿ cautions the user to always have at least one system controller power cable must be connected to a power source (either the mobile power unit or two heartmate 14 volt lithium-ion batteries) at all times, and to not rely on the system controller¿s backup battery, as it will only power the pump for a limited amount of time. The heartmate 3 lvas instructions for use section 7 entitled ¿alarms and troubleshooting¿ and the heartmate 3 patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including power cable disconnect, low power hazard, and no external power alarms. The heartmate 3 instructions for use section 8 entitled ¿equipment storage and care¿ and the heartmate 3 patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The heartmate 3 lvas IFU section 10 entitled ¿safety checklists¿ and the heartmate 3 patient handbook section f entitled ¿safety checklists¿ instruct users to regularly inspect their equipment, including their system controllers, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. The heartmate 3 patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.